Event description:
Customer reported that on (B)(6), 2014 she received readings of 75mg/dl at 6:18 am and 65mg/dl at 6:16 am which were higher than readings of 35mg/dl at 6:21 am and 36mg/dl at 6:20 am received on a paramedic's meter. Customer further reported experiencing "hallucinations, a fast heartbeat" and assumed a "stroke-like posture", prior to having a seizure and subsequent loss of consciousness. Paramedics were called and upon arrival, after receiving their readings, treated customer on the scene with an unspecified intravenous infusion and an unspecified "injection". Customer was also given orange juice and peanut butter. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This report is being filed as a final report. The products have been returned and an investigation utilizing the returned meter and retained test strips (lot no: 1353235) has determined the complaint was not confirmed. A review of the meter's internal memory log revealed a reading of 65 mg/dl on (B)(6) 2014, but it was received at 4:34 am. It should be noted: the test strips the customer was using expired on (B)(6), 2013. All pertinent information available to abbott diabetes care has been submitted.